Event description:
In early 2009, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 5 of 5. The technical service representative (tsr) assisted the home patient (hp) in clearing the error and informed the hp of the error's meaning. The hp will complete therapy with manual exchange. The nurse was contacted and stated that the patient developed peritonitis. The date of diagnosis was the following month. The hp experienced abdominal pain. There was no exit site or tunnel infection, and the nurse had no input to the cause of the peritonitis. A cell count was performed the same day, and leucocytes were 4100 cells/mm^3. A culture was performed the same day, and alpha-streptococcus was identified. The hp was treated with vancomycin 1 gram (g) intraperitoneal (ip) and maxipime 1g every day ip starting the same day. Hp was still taking these antibiotics as of six days later. The hp is still recovering from this peritonitis episode.

Manufacturer narrative:
The cassette was discarded and not available for evaluation.